Manufacturer narrative:
(B)(4) (clip broke). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02687 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the clips broke when the physician attempted to close the clips. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.